Event description:
Hold for se 01/25information was received indicating that a cadd legacy 1, mdl 6400, pump exhibited error "upstream occlusion".

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing was performed and the upstream occlusion alarm was activated when the pump tried to run. The investigation determined that an issue with the upstream sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The upstream sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.